Event description:
Stylet would not come out of end of the balloon. Cardiovascular technologist (cvt) tried to take the stylet out but it seemed to be stuck. The doctor tried to remove the stylet, forcefully bent the end of the stylet and ripped glove, therefore questioning the safe use of the device. We were able to finish the procedure there were no complications another device was used and worked fine the procedure was successful.